Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging the code number on her onetouch ultramini meter was incorrect. The complaint was classified based on the customer care advocate (cca) documentation. The patient discovered that the subject meter was set to the incorrect code number on the morning of (B)(6) 2015, but it appears that the code may have been set incorrectly for ¿months¿. The patient manages her diabetes with humulin insulin. She reported that as a result of the alleged calcode issue, she consumed less food/drink. She reported that ¿months¿ after the code had been set incorrectly she developed symptoms of ¿shaky and head hurting¿. She denied receiving any treatment for her symptoms. During troubleshooting, the cca walked the patient through changing the calcode and the issue was resolved. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of an acute diabetes excursion after the alleged calcode issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.